Manufacturer narrative:
(B)(6). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from (B)(6) that the motor of the motor device ran freely when it was attached to the attachment device and the compact speed reducer device and the transmission could not be held tight. It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in a surgical procedure or if a spare device was available. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown, however it was reported that the event occurred in 2018. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the reported condition was confirmed. It was determined that the drive shaft was bent. The assignable root cause was determined to be due to wear from normal use and servicing. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Device evaluation update: upon further investigation, it was further determined that the drive shaft was defective and the tool could not be inserted. It was determined that the test run was not possible. It was further determined that the device failed pretest for cutter lock assessment. If additional information should become available, a supplemental medwatch report will be submitted accordingly.